Event description:
Information received by medtronic indicated the customer received a safety notification for the battery cap. No harm requiring medical intervention was reported. Troubleshooting was performed and it was found that the battery cap metal contact missing, or few than 3 raised dots can be seen. It was unknown whether the customer would continue using the insulin pump. The insulin pump will not be returned for analysis.